Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-19217. It was reported the pt experiences ineffective stimulation. The pt declined reprogramming and wants the system explanted. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.